Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) level was 25 mg/dl. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional low bg information regarding the issue; however, the customer did not respond. No additional patient or event information was available.